Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood leaked from the sheath during use as the hemostasis valve was broken. Therefore, the sheath was removed and replaced with a new one. No harm to the patient was reported.

Event description:
It was reported that blood leaked from the sheath during use as the hemostasis valve was broken. Therefore, the sheath was removed and replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one psi sheath and dilator for analysis. Signs of use in the form of biological material were observed on the sheath body. Preliminary visual inspection of the valve revealed that half of the seal was torn off and missing. After failing functional, the hemostasis body was cross sectioned to analyze the internal seal. It was noted that a portion of the seal was missing and not returned, which created a large hole within half of the body. The separation point of the seal appeared smooth and was consistent with a stress breakage. The hemostasis valve and psi device were leak tested according to three different parameters per amrq-000037 rev.09. Low pressure leak resistance test (amrq-000037 section 6.1.2): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. Liquid leakage - hemostasis valve with dilator advanced: the parameters from the low-pressure leak resistance test were repeated with the returned dilator inserted into the sheath. The sheath was pressurized to 42 kpa for 30 sec and no leaks were observed from any portion of the device. High pressure leak resistance test (amrq-000037 section 6.1.3): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The valves of the returned device failed functional leak testing; therefore, the customer reported issue was reproduced during lab testing. Manufacturing was contacted regarding this failure mode. They have not seen such a defect during the manufacturing before and stated the damage is not consistent with any manufacturing related defects. They stated that the slit in the seal looks as intended, but at the edges, it looks as though the section of the seal was torn off through insertion of something through the valve. Additionally, they stated that during the manufacturing process, only a rounded pin is introduced to perform the leakage test in the assembly and the damage is not consistent with contact with a rounded pin. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." The IFU also cautions the user "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage." The report of a leaking valve was confirmed through the complaint investigation. Visual and functional analysis revealed that the sheath valve was leaking due to a tear in the seal. Manufacturing stated that this type of defect is not consistent with a manufacturing defect, and the appearance of the damage aligns more with the seal being torn off through insertion of something through the valve. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. Based on the customer report, the sample received, and the comments from manufacturing, the root cause for this issue is unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.